Event description:
The physician reports performing a lens exchange secondary to a refractive error. During this lens exchange for a lower diopter crystalens, the replacement crystalens haptic tore during insertion using the crystalsert injector. During insertion, the lens was delivered upside down and when the iol was being repositioned, the capsular bag tore. Intervention was performed in order to enlarge the incision and remove the damaged lens. A new crystalens was implanted successfully. Reference MDR: #2031924-2009-00075.